Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg and lead will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 20441522.